Manufacturer narrative:
E1. Initial reporter phone (B)(6). B3. Date of event. Uknown taken the ICU aware date. The suspected device was returned for evaluation. Event log reviewed and occlusion error was observed in event logs history. Manufacturer received one repair request before; it was same issue. The repair request was on november 20, 2025.visual inspection had been carried out, and no anomalies were observed. Functional tests were performed, and complainant¿s allegation could not be replicated. Device was returned unrepaired to the customer at customer's request.

Event description:
It was reported that an occlusion alarm triggered during infusion. There was a patient involvement, with no patient harm or adverse event reported.